Event description:
The following information was reported: balloon ruptured during pullback and the device was removed. Manual pressure was applied for 25 minutes and hemostasis was achieved. Stick location: common femoral artery. Vessel size: 6mm.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a mciro tear on the balloon, approximately 3.5mm from the balloon neck. The review of the lhr (lot f1331801) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.